Manufacturer narrative:
Device had received with broken off end cap, broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer's blood glucose value was 263mg/dl. Chunks of the pump were falling off. Insulin pump will be returned for analysis.